Event description:
The customer obtained a nonreproducible, higher than expected vitros tropi es result from a single patient sample processed on a vitros eciq immunodiagnostic system. Vitros troponin I es result = 0.290 ng/ml verses expected result <0.012 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The result was not reported outside of the laboratory. There was no allegation of patient harm as a result of the event. (B)(4).

Manufacturer narrative:
The investigation confirmed that a nonreproducible, higher than expected vitros trop I es result was obtained from a patient sample processed on a vitros eciq immunodiagnostic system. Root cause for the event could not be determined; however, the possibility that inappropriate pre-analytical sample processing had contributed to the event could not be ruled out. The investigation did not find evidence to indicate that either the customer¿s vitros reagents or analyzer had contributed to the event.